Manufacturer narrative:
Mfg date now provided.

Manufacturer narrative:
Patient weight is approximation ((B)(6)). Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported that although the surgery went on without navigation, it was a success. The tumor was pretty superficial so the surgeon was comfortable to proceed without navigation. This was decided prior to incision. The patient was scanned a month prior to the surgery. The patient was scanned in supine position and when in surgery, during registration, the patient was in right lateral position. A navigation case was performed the day following this event, same surgeon and everything went well. No issues. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon was unable to register the patient. The surgeon stated the scans and 3d model looked great and had attempted 5 tracer and multiple pointmerge registrations. The medtronic representative noted that the patient was positioned on their side during the procedure and scanned in an upright position. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.